Event description:
Information received by medtronic indicated that the customer experienced low blood glucose. Customer was going low and was unconscious and having a seizure. The customer blood glucose was 31 mg/dl. Customer also reported sensor glucose and blood glucose mismatch issue. The insulin delivery was suspended due to sensor glucose vs blood glucose difference. Sensor glucose value from reported event was 102.00 mg/dl where as blood glucose value from reported event was 40.00 mg/dl. The customer had a blood glucose of 31 mg/dl at the time of the event. The customer had treated low blood glucose using ambulance/emergency room visit, food/glucose carb intake and hospitalization. Troubleshooting was performed for low blood glucose. The customer was using an insulin pump within 48 hours of the event. The automode feature was activated at the time of the event. No further patient complications were reported. It was unknown if the customer will continue the use of the device or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Health effect - clinical code - 2261 seizures, absence and health effect - impact code - 4607 hospitalization or prolonged hospitalization. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. However, the pump had a high sleep current measurement. The pump was monitored and no pump error 15 alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 12/02/2023 to 02/26/2024 and 03/07/2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of 18-apr-2023, 06-jan-2023, 28-jun-2022, 16-mar-2022, 21-feb-2022 and 17-feb-2022. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates of 18-apr-2023, 06-jan-2023, 28-jun-2022, 16-mar-2022, 21-feb-2022 and 17-feb-2022 in the formatted history file. There was no data available to verify pump error 15 alarm for the event date of 06-jan-2023 in the formatted history file. In further full review of the pump history/traces on the event date of 21-feb-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 21-feb-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no unexpected pump errors/alarms noted 1 week prior to the event date 21-feb-2024 in the formatted history file. In further full review of the pump history/traces on the event date of 02-jan-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 02-jan-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 02-jan-2024 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 12/29/2023 10:35:00.000 01/02/2024 18:05:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: 12/29/2023 10:51:00.000 01/02/2024 18:29:00.000 sensorsignalnotfound (796) was recorded and found in the formatted history file on: 01/02/2024 19:01:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 101 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss) due to slight corrosion on the pcba 1 and pcba 2. Force sensor zero offset within specification (23.2 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to verify customer alleged for high bgs/low bgs and sensor glucose/blood glucose (sg/bg) anomaly. The force sensor is within specification and the motor functioning properly. The pump was received without a battery cap installed. Battery cap broken/cracked/damaged and or battery cap contact missing/damaged were unknown. Pump error 15 alarm was not confirmed. Customer alleged for possible over delivery anomaly and sensor anomaly were not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.